Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient had a revision procedure two months post-implantation due to implant plate breakage. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Concomitant medical products: item# 0203152055, ncb, cancellous screw, 5.0 mm, 32 mm, 55 mm, lot # unknown. Item# 0203150080, ncb, screw, 5.0, 80 mm, lot # unknown. Item# 0203150036, ncb, screw, 5.0, 36 mm, lot # unknown. Item# 0203152080, ncb, cancellous screw, 5.0 mm, 32 mm, 80 mm, lot # unknown. Item# 0203150085, ncb, screw, 5.0, 85 mm, lot # unknown. 2x item# 0203150075, ncb, screw, 5.0, 75 mm, lot # unknown. Item# 0203150046, ncb, screw, 5.0, 46 mm, lot # unknown. Item# 0203150050, ncb, screw, 5.0, 50 mm, lot # unknown. Item# 0203150065, ncb, screw, 5.0, 65 mm, lot # unknown. Item# 0203150038, ncb, screw, 5.0, 38 mm, lot # unknown. Item# 0203150034, ncb, screw, 5.0, 34 mm, lot # unknown. 11 x item# 0203150300, ncbâ®, locking cap, lot#: 4501768693. Ncb pp cage trauma impl win gen, item# unknown, lot# unknown. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: plate breakage. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the patient had ncb femoral plate with screws and cerclage wires implanted on (B)(6) 2017 and they were revised on (B)(6) 2018 due to ncb plate breakage. Review of received data: two x-rays were received. The first x-ray shows a broken femur bone. In addition it can also be seen that the patient was implanted with a knee prosthesis. The second x-ray shows a broken ncb pp plate which was implanted with several screws and a cerclage wire. The breakage is located in the area where the cerclage wire was implanted. The femur bone is fractured again. The surgical report of implantation and explantation were received. The implantation report dated (B)(6) 2017 describes the following: diagnosis: the patient had a dislocated femoral bone fracture. Six weeks before the patient had another distal femur fracture which was treated with screws (unknown screw system and manufacturer). Surgery: the screws which were implanted six weeks before were removed. After reposition was done, a cerclage wire was placed to complete the reposition. A long ncb pp plate was implanted and fixed with several screws and locking caps. The explantation report dated (B)(6) 2018 describes the following: diagnosis: mechanical complication of the osteosynthesis material and femoral bone fracture. Surgery: the broken ncb pp plate and the sub components (screws, cerclage wire and locking caps) were removed. It is also noted that two screw heads were broken. After all components were removed and a new osteosynthesis material was implanted. Devices analysis: visual examination: the broken plate, 12 screws (two of them with broken screw heads), 11 locking caps and a cerclage wire were returned for product investigation (see picture attached). The fracture surfaces are partially polished and show two areas with different structures. At the beginning of the fracture surface the structure appears smooth and slight isolated beach marks can only be observed under certain light conditions indicating a fatigue fracture. At the end of the fracture surface, the structure of a residual fracture can be found. The fracture origins are located on the lateral (convex) side of the plate on both sides of the thread. As far as visible the macroscopic investigation did not reveal failures on the fracture surfaces that could have triggered or favoured the fracture. Additionally, next to the fracture, structured marks and polishing are visible on the medial (concave) plate side which presumably could have derived from contact with the cerclages wire which was used for fracture fixation. Review of product documentation: the compatibility check was performed from surgical technique lit.no. 06.02013.012 and showed that the product combination was approved by zimmer biomet. In the surgical technique lit.no. 06.02013.012 it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. ¿insert the bone spacers into ncb screw holes before plate insertion¿. Root cause analysis root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting . Possible, the cerclage wire and the plate were in direct contact which could have lead a movement of the plate. Breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) . Not possible - a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible - no corrosion found during the investigation. Breakage of implant due to implant will be implanted against contraindication . Not possible - no evidence for contraindications. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Possible, the spacer was not placed ideally. Breakage of the implant due to wrong interpretation of x-ray template for dimensions . Not possible - no issue found with dimensions. Breakage of implant due to user define incorrect placement of the spacers and plate . Possible, not using spacers might have led to high bending stresses where the plate was in direct contact with the cerclage wire. Breakage of implant due to user perform improper handling of the plate during insertion . Possible, no bone spacers were used. The cerclage wire was in direct contact with the plate. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible, in the surgical report dated (B)(6) 2017 it is only mentioned that partial load bearing is allowed for 15kg within 6 weeks. No further details mentioned. Breakage of implant due to patient do not follow the postoperative protocol. Possible, unknown if the patient did follow the given restrictions. Conclusion summary: it was reported that the patient had a ncb pp plate with screws and cerclage wire implanted on (B)(6) 2017 and they were revised on (B)(6) 2018 due to a ncb plate breakage. The plate was in vivo for approx. 2 months. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the ncb pp plate shows an indication for a fatigue fracture. On the backside of the plate there are polished areas and structured marks visible where the cerclage wire was placed. The surgical reports and the x-rays do not describe the use of bone spacers. In the surgical technique lit.no. 06.02013.012 it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. ¿insert the bone spacers into ncb screw holes before plate insertion¿. Not using spacers might have led to high bending stresses where the plate was in direct contact with the cerclage wire (lever arm situation). However, an exact root cause for the breakage of the ncb pp plate could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).